Event description:
A pharmacist reported that during a left eye intraocular lens (iol) implant procedure, a placement failure occurred. The implant got stuck during deployment in the incision. The surgeon had to remove it with pliers during initial procedure, but the optic was marked. Then the surgeon decided to use a back-up lens to avoid optical defects linked to the marks on the implant. It was reported that this was due to mishandling of the device. The procedure was completed on the same day. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).